Manufacturer narrative:
Additional medwatch information provided.

Event description:
A copy of the customer's medsun report was received from the FDA, which states: "square filter leaking while infusing dextrose 11% total parenteral nutrition (tpn) at 4.5ml/hour. Infant was receiving tpn infusion, dextrose 11% tpn at 4.5ml/hour and the infusion stopped when the roller clamps closed. Bag was removed and new bag was ordered."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported tpn was leaking from the filter. The filter was in use for 72 hrs. With no visible cracks noted per rn. There was no reported patient harm.